Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan received an operative report, forwarded from a health professional, reporting an alleged "leak was found with laparoscopic band." The MFR and type of the band is unk. The operative report notes stated: "pt has had a leak from a previous laparoscopic band inserted. This has had a leak from previous testing." F/u with the office did not provide add'l info. Allergan's approach to compliance is to resolve all doubt in favor of reporting.